Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jul-15. The therapy was listed as itb. The patient was not in a clinical study, the device was used with/in the patient for treatment, there was no patient injury, and the patient recovered without sequela. The device was returned to the manufacturer for analysis. It was reported that the patient never had an MRI and the weight is unknown and will not be made available. The event date was reported as (B)(6) 2019, while it was previously reported as (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
H3: analysis of the pump identified a feedthrough anomaly with shorting across the insulator. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml bupivacaine at 20.4 mg/day and 1,000 mcg/ml baclofen (unknown) at 680 mcg/day. The reason for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. Pump status and/or event log report motor stall occurred, with multiple motor stalls and recoveries. The event date was listed as (B)(6) 2019. They reviewed motor stall considerations. The rep stated that pump was replaced on friday ((B)(6) 2019). The catheter was in good working condition, so it was not replaced. The rep will be sending the pump back for analysis. There were no symptoms reported. There were no further complications reported/anticipated.